Manufacturer narrative:
This ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial allegations were not confirmed through analysis.

Event description:
Boston scientific received information, that during the implant procedure, difficulty was experienced when attempting to insert lead into the is-1 port of this implantable cardioverter defibrillator (ICD). There was no issue with the torque wrench. The associated right ventricular (rv) lead was tested with the pacing system analyzer (psa), and all measurements were normal and within range. However, when the rv lead was connected to this ICD, high out of range pacing impedance measurements were observed. It was suspected there was an issue with the pace/sense port on the header of this ICD. New pg implanted. There were no adverse patient effects reported.